Event description:
The customer reported to olympus, that the 4k camera head, image flashes, connector is loose. The issue was found during the preparation for use. The procedure was a therapeutic gastric cancer treatment. The procedure was completed using a similar device. No delay was caused. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following; a) the screen black out occasionally due to defective charged coupled device, b) the cable unit was twisted and deformed and c) the lock of the coupler was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely flashing image occurred due to a faulty charge coupled device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.